Event description:
Each open ended ureteral catheter has a narrowing in the tube, preventing a guide wire from being passed through the device.device #1is this a laboratory device or laboratory test?no